Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software product ID: hh9020tdd; lot# serial# (B)(6). Product type: section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl, bupivacaine and baclofen via an implantable pump for non-malignant pain indications for use. It was reported that it was taking way too long to deliver the bolus, and they were getting error messages a lot. The agent asked what the error messages were, and the patient stated that it was 338 patient service reviewed code. The patient then stated that the handset was lagging at 90 percent and it stayed there for a long time and then it times out. The patient stated that they were supposed to be able to do 14 boluses but typically could not get all the boluses because the lag takes too long. The agent reviewed the data and assisted the patient in deleting the data. The patient was able to connect to the pump with no lag and was able to request/receive a bolus. The patient will call back if they need further assistance. The patient will call back if they notice any other codes.

Event description:
Additional information was received from the patient reporting that the event was first observed in (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.